Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient has been having quite severe pain right in the back where the ins is located and at times it goes down the back of the leg like an electrical sensation. This started a month and a half to maybe 2 months ago. Patient had not made any changes to their therapy settings, had no falls or traumas, medical procedures , no major changes to activity level other than going on walks, and has no changes to pocket site. Prior to calling patient had already turned therapy off for a week and the pain did not go away. The patient was redirected to their healthcare provider to further address the issue.